Manufacturer narrative:
Details of complaint: the customer reported that the central nurse's station (cns) in the emergency room (ER) was showing comm loss on all tiles. The customer had already rebooted the cns, but the comm loss persisted. It appeared that a switch might have gone down or malfunctioned. The biomed needed to go on site to check the switches in the closet. No patient harm was reported. Investigation summary: the customer performed troubleshooting by rebooting the cns. Nihon kohden technical support (nk ts) advised that the biomed reboot the network switch. In a follow up to the customer, they stated the issue was resolved, but could not provide any troubleshooting actions taken. With the information available, it is reasonable to determine the root cause to be the facility's network environment. The most common cause of communication loss is a configuration or setting error on the facility's network. A review of the serial number history shows no recurrence of the reported issue. Because most network and comm loss issues are due to hospital network settings, connection errors, or other use errors, issues of this type are unlikely to be caused by a device malfunction. Due to the complex nature of hospital network systems, these issues may recur despite correctly functioning equipment.

Event description:
The customer reported that the central nurse's station (cns) in the emergency room (ER) was showing comm loss on all tiles. There was no patient injury reported.

Manufacturer narrative:
The customer reported that their emergency room (ER) central nurse's station (cns) was showing communication loss (comm loss) on all tiles. The customer had already rebooted the cns, but the comm loss persisted. It appears that a switch might have gone down or malfunctioned and biomed will need to go on site to check the switches in the closet. There was no patient injury reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that their emergency room (ER) central nurse's station (cns) was showing communication loss (comm loss) on all tiles. There was no patient injury reported.